Event description:
It was reported that the device measured undefined impedance and loss of capture on the atrial and ventricular channels. During the revision procedure, the device was removed from the pocket and the leads were disconnected. Measurements through the device were undefined for the atrial and ventricular vectors. The leads, however, measured within normal values when disconnected from the device and tested. The device was explanted and was replaced while the leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial and ventricular leads exhibited undefined impedance and loss of capture. During the revision procedure, the device was removed from the pocket and the leads were disconnected. Measurements through the device were undefined for the atrial and ventricular vectors. The leads measured within normal values when disconnected from the device and tested. The device was explanted and was replaced while the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407458 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.